Manufacturer narrative:
Stryker performed an initial investigation and verified the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine testing by stryker, the device's shock button was not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for additional investigation and the issue could not be duplicated. This device was archived by stryker.

Event description:
During routine testing by stryker, the device's shock button was not functioning. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.0